Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker experienced pain, discomfort, and elevation of the pocket. In addition, two weeks post operation from a generator changed, patient complained of chest pain. Subsequently, this device was surgically revised to investigate and there were no signs of infection or bleeding. The physician then made the pocket bigger and tied down the can to prevent further issues. This device remains in service. No additional adverse patient effects were reported.